Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device.the insufflation bulb was received. The obturators were not received. The first trocar balloon appeared to be intact and not unfurled. The second trocar balloon appeared intact. Functionally, the balloons were inflated and did not demonstrate any leaks. There were no other functional abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the devices were found to meet all visual and functional test specifications.. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during am inguinal hernia procedure the device would not inflate properly. It was also reported that the patient did not experience an adverse event due to the device malfunction.